Event description:
It was reported that the patients ipg had migrated causing difficulty in charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.